Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009, inratio: 7.0, lab: 2.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B)(6) 2009, inratio: 7.0, ref: 2.8, mean: 4.90, confidence limits: 2.8-7.2. Per event details, time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and ref values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. High inratio test value (7.0) was not confirmed in returned meter. Returned meter and returned strips were tested for accuracy performance. Test results met accuracy criteria. Meter functional test was performed and all testing criteria passed. Product deficiency was not established. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine of further action is warranted. No corrective action required at this time.